Event description:
It was reported that during a procedure, the console lost power but still making sound as if it was lasing. The estop was pressed and the laser restarted, but the console kept freeze. The console screen was frozen and could not be placed on standby, the case was aborted, however most of the procedure was completed. The patient was under general anesthesia, however, there were no patient complications. The procedure ended earlier, but the physician was satisfied with the results and the patient needed to be treated again. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and the event reported could be replicated, thus confirming the reported event. The fse found that the low voltage power supply (lvps) was damaged, therefore replaced. After that, the console worked as intended. In regards of the reported console screen frozen, the issue could not be reproduced during testing. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The pressure switch, touch screen assembly, graphic user interface (gui) pc, and voltage power supply (vps) assembly were returned. Upon receipt at our post market quality assurance laboratory, the components were thoroughly analyzed. The returned components were all in good physical condition and no functional testing were performed. The console was also serviced onsite by a field service engineer (fse). During the visit, the fse performed a physical inspection of the console, and the event reported could be replicated, thus confirming the reported event. Despite that the returned components were found visually good, the fse stated that those components were defective, and a replacement was needed. The fse found that the low voltage power supply (lvps) was damaged, therefore replaced. After that, the console worked as intended. In regards of the reported console screen frozen, the issue could not be reproduced during testing. Based on analysis and the information available, it is probable that an expected or random component problem occurred, and there is no indication that the probable cause of the reported clinical observation is related to manufacturing or design, therefore a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console lost power but still making sound as if it was lasing. The estop was pressed and the laser restarted, but the console kept freeze. The console screen was frozen and could not be placed on standby, the case was aborted, however most of the procedure was completed. The patient was under general anesthesia, however, there were no patient complications. The procedure ended earlier, but the physician was satisfied with the results and the patient needed to be treated again. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.